Manufacturer narrative:
The initial MDR 2517506-2017-00633 was filed on aug 04, 2017. Additional information (08/16/2017): a (B)(4) headquarters support center (hsc) specialist reviewed the filter data and determined it was consistent with biofilm and probe alignment issues, which were resolved by service.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) to report the discordant troponin results. Prior to calling, the customer ran a chemistry (chem) wash test, resulting with outliers. The ccc instructed the customer to repeat the five chem wash tests from a new chem wash bottle. A siemens customer service engineer (cse) was dispatched to the customer's site. The cse checked the system and found that the probes were misaligned. The cse realigned the probes and decontaminated chem wash and water bottle. The cse ran system check, calibrations and quality control (qc), and all were good. A siemens headquarter support center (hsc) specialist evaluated the data related to the event. Product performing as designed. The cause of the discordant troponin results is unknown. The instrument is performing according to the specifications. No further evaluation of this device is required.

Event description:
Discordant, falsely high troponin results were obtained on two patient samples on dimension xpand plus with hm instrument. The discordant results were not reported to the physician(s). The same samples were repeated on an alternate dimension rxl instrument, and recovered lower. The repeat results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely high troponin results.